Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer experienced a blood glucose (bg) level of approximately 61-100 mg/dl and paramedics were called. The customer consumed orange juice to try and address the issue. It was reported that the customer went to the emergency room (ER) but required no further treatment. The customer declined to provide any additional information. The customer acknowledged that they should not have been connected to the pump during the fill tubing process.